Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot# va2bh0a, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they replaced wires on (B)(6) 2022, and it worked for one month.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the device did not stop their leaking and they talked to the manufacturing representative and made changes numerous times, but it didn't help. They don't know the cause since they even changed the wires. They stated that the suture let go, it fell to their si joint and it was extremely painful. They replaced the lead in hopes it would help, but it didn't they had the whole device removed on (B)(6) 2023. They confirmed that the issue was resolved.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va2bh0a); product type: 0200-lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the therapy hadn't worked for a number of years (the patient stated it worked initially for 'like a month and a half' and then it stopped working) that they'd even had the lead replaced on (B)(6) 2022 but it still wasn't working and that within the last couple of weeks, the suture had "let go" and it was dropping. The patient stated it caused severe pain in their back but it ultimately dropped down to their si join where it stopped "dropping" and the pain went away. The patient stated they had to get therapy shots/injections in their si joints every 3 months and their next injection would be in january, and they didn't want it "sitting" in their si joint when it came time for the injection. The patient stated they wanted to device out. Patient services redirected the patient to follow up with their managing health care provider (hcp). The patient stated initially their hcp had been the hcp on record but then that hcp had retired shortly after they were first implanted so they found a new hcp to have the wire replaced but after the wire being replaced didn't help, they were referred to work with a physician's assistant (pa) for several months. The patient stated it was just them working on their bladder scenario and that they still had to wear pads, but it wasn't nearly as bad as it had been initially. The patient stated through all of it, their manufacturer representative (rep) who had been at all their appointments since the beginning: the trial, the implant procedure, when it stopped helping, at the lead replacement procedure. The patient stated it was their understanding that for the hcp to remove anything they had to get the "ok" from the rep. Patient services reviewed the role of the rep with the patient and provided the patient with the nas number for their hcp to call to page a rep if they needed one and redirected the patient to follow up with their hcp. The caller stated they didn't want the device replaced, they just wanted it removed and that's what they were going to do. Documented the reported event. No further action was taken by patient services.